Manufacturer narrative:
Initial. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a customer received a supply box that did not include needles to attach to the provided syringes, despite the box typically containing cartridges, syringes, and needles. Symptoms included no adverse clinical effects. Outcomes included shipment of a replacement supply box containing cartridges, syringes, and needles. Investigation included customer communication and verification of shipping details. Investigation of this case revealed a packaging or fulfillment discrepancy resulting in missing accessories. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing or distribution process error.